Manufacturer narrative:
Due to characterization limit, below field are added from e1- (event site full name : (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection by fse, cardiosave intra aortic balloon pump (iabp) touch screen was not responding. There was no patient involvement.

Manufacturer narrative:
Updated: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and repairs have not been completed. The investigation will be reopened if new information is given.